Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal and found no malfunctions. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2023-25150, related manufacturer reference number: 2017865-2023-25151. It was reported that the implantable cardioverter defibrillator system was explanted due to the patient developing methicillin-resistant staphylococcus aureus infection. The patient was recovering.